Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the ultrasound fracturing stopped moving of phacoemulsification (phaco) tip during the surgery. The surgery was completed on same day by replacing the phaco tip. The product was contacted with patient but there was no patient impact.

Event description:
As per the corrected information received the technical event was error code displayed due to the cassette and the surgical phacoemulsification (phaco) tip was not the suspect.

Manufacturer narrative:
Correction provided to b.2. And h.11. As per the corrected information received following submission of the initial report, it was determined that the technical event was error coded displayed due to the cassette and the surgical phacoemulsification (phaco) tip was not the suspect. Based on current information available this event does not meet reporting criteria as per applicable regulation. No further reports will be scheduled under mfg report num. 1644019-2025-05436. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.